Manufacturer narrative:
Immediately following notification, stimwave quality and the clinical specialist reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq receiver stimulator and one (1) spare lead were implanted at the occipital nerve. The implanting clinician was aware the device is not cleared for craniofacial treatment. However, the implanting clinician decided to perform the case at their own discretion. The clinical specialist confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical specialist maintained contact with the patient following implant. On (B)(6) 2019, the patient contacted the clinical specialist to report the device was attempting to protrude through the skin. The patient visited their primary physician. Evaluation by the primary physician determined it was a possible infection and the patient was administered antibiotics. The patient's wound was reported to be swollen and infected according to the primary physician. However, the infection was not confirmed through testing. The implanting clinician made the decision to explant the device prophylactically on (B)(6) 2019. The patient reported the device was providing therapy up until the moment of explant. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for either lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Infection is known adverse event for peripheral nerve stimulators and the stimq pns system that is mitigated as far as possible in the product's risk management file. The source of the issue cannot be traced back to the device or procedure. The device did not fail to meet performance or safety specifications. Stimwave will continue to track and trend events. Stimwave's global infection rate is 0.5%. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause is attributed to off-label usage of the device. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the territory manager from november 7, 2019, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. The source of the issue is attributed to off-label usage of the device. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event resulted in an injury that required medical or surgical intervention to prevent or preclude permanent impairment or damage. This event was reported to the united states food and drug administration (FDA) on december 5, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from an infection reported to stimwave on november 7, 2019, by the clinical specialist.